Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged post operation and the lead was in the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.